Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400599658. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 13: a device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The samples were sent from the customer to the manufacturer. However, the sample package was lost. In the event the samples are found, we will reopen the investigation for technical analysis. Based on the data from the investigation, we are unable to determine the root cuase of the reported incident. The reported defect was unable to be confirmed. While the reported defect could not be confirmed for this complaint, an approved project is in place to further address issues with bloodline occlusion - locksite. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 13: the port on the saline line would not "open" or "engage" with blood return. Upon attempting to return a patient's blood post tx, the arterial line pulled in air instead of saline from the saline line. Most of the time we were able to re-connect the arterial tubing and get saline to pull through, but we did have some patients who were unable to receive their blood back completely due to this defect.